Event description:
Patient admitted because of fractured infusaport with distal portion of the catheter lodged in their right ventricle. Patient had completed chemotherapy and obtained complete response, but planned treatment will be 2-3 years of chemotherapy. Patient began their second course of consolidation chemo and received a dose on two consecutive dates. Because there was a poorly functioning port, a dye study was ordered, which revealed the fractured port. This could not be removed by interventional radiology. Patient went to surgery for sternotomy, atriotomy with removal of foreign body (infusaport) from right ventricle. Normal post-op course. Patient remains hospitalized.